Event description:
Info received indicates the bed cannot be moved. The tech could no longer adjust the casters.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.